Event description:
Communication time out on port com 1.

Manufacturer narrative:
Replaced the serial communication cable (com1:) due to a connector failure. The failure caused a delay in the surgical intervention.